Event description:
Two sheets from the same lot have "voids or bubbles" where the collagen was sloughing off the silicone layer. These sheets were not used on a patient. There was no patient injury/ death alleged.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. However, photographs of the device product problem has been provided. An investigation has been initiated based upon the reported information.